Event description:
It was reported that the patient's device was unable to be interrogated with two programming wands. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received stating that the handheld devices were not completely connected to the programming wands. After the connections were secured, the communication issues resolved.